Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl. The patient stated that she went through ten infusion sets due to no delivery alarms and bent cannulas. The patient treated by changing her infusion sets and sites and treating with the insulin pump. The insulin pump was not returned for analysis.